Event description:
It was reported that a cot dropped. No pt or user injury was reported.

Manufacturer narrative:
The reported incident was likely caused by not removing the cot from the ambulance in accordance with user manual. The safety hook was allegedly missed when the cot was removed on an angle from the ambulance.